Event description:
It was reported that the device's battery failed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The battery was replaced and then proper operation was confirmed. Physio-control further evaluated the returned battery pak assembly. The cause of the reported failure was determined to be due to a failure of one of the four internal battery cells.